Event description:
On 3, june a safe micro, order code 014020 - lot # 980217, was used for routine neonatal cpb. The perfusion was completed without complications but upon disconnecting the circuit it was noted by the perfusionist that the water in the heater cooler unit circuit had a slight tint of red colour and a trace of blood was seen in the water flow path of the oxygenator. This lead to the conclusion that there had been a blood to water leak during the perfusion. The water of the heater cooler unit had been replaced about 14 days prior to the incident. There were no indications of hemolysis nor any indications that the pt had suffered from the incident. The oxygenator was rinsed and all blood ports were sealed and polystan gb was informed by the perfusionist the same evening. A rep from polystan gb picked the unit up from clinic the following day. A rep from polystan as, who happened to be in gb that day, brought the unit back to denmark for investigation. A test report was produced by the engineering department following the investigation.